Manufacturer narrative:
The complaint product was received on 2023-06-27 and was therefore available for investigation. The investigation was completed on 2023-09-13. Visual and microscopical examination revealed that one side of the jaw was broken off at the distal end. During the examination, it was noticed that there was slight corrosion at the point of breakage. This may have been caused by micro cracks in the material, which in turn may have been caused by the high usage of the item. According to the lot, the item was manufactured in may 2009, which indicates that the item is 14 years old. During this time, both the chemical treatment cycles as well as the working cycles have had an effect on the instrument. As a result, the jaws have fractured due to the force exerted when using the instrument. The device product history records have been checked for the available lot number and no abnormalities have been found. Based on the available information and the results of the examination, the defect described by the customer can be confirmed. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to an overload situation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgery it was discovered that a part of an instrument was missing. The upper jaw of the laparoscopic microfrance forceps could not be found and was obviously broken off. The missing metal piece was then discovered in the patient's abdomen and the surgery was continued.